Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of tunneler pulled through tunnel sleeve could not be confirmed as no tunneler, tunneler sleeve or dialysis catheter samples were returned.  Without receiving complaint samples for evaluation a definitive root cause for this event could not be determined.  Potential contributing factor is end user technique in tunneling under skin and size of incision. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, supplied to the end user: "use blunt dissection to create the subcutaneous tunnel opening. Attach the catheter to the trocar (a slight twisting motion may be helpful). Slide catheter tunneling sleeve over the catheter making certain that the sleeve covers the distal tip of the catheter. Insert the trocar into the exit site and create a short subcutaneous tunnel. Do not tunnel through muscle. The tunnel should be made with care in order to prevent damage to surrounding vessels. Warning: do not over-expand subcutaneous tissue during tunneling. Over-expansion may delay/prevent cuff in-growth. Lead catheter into the tunnel gently. Do not pull or tug the catheter tubing. If resistance is encountered, further blunt dissection may facilitate insertion. Remove the catheter from the trocar with a slight twisting motion to avoid damage to the catheter. Caution: do not pull tunneler out at an angle. Keep tunneler straight to prevent damage to catheter tip." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A senior clinical specialist reported an issue an end user experienced with a duramax non-bioflo catheters. During placement of the catheter, it was reported that the metal part of the tunneler became separated from the white plastic sleeve.  The white plastic portion was under the skin in the tunnel tract and had to be dug out. The patient did not experience any adverse effects or harm because of this incident.

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).